Event description:
Philips received a complaint by the customer on the v60 indicating when attempting to run the exhalation port test, the start button only showed for a brief second then disappeared. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the manufacturer states: if test failed is displayed, check for leaks in the patient circuit, and install an exhalation device with lower leak characteristics. Repeat test. If the exhalation port test fails again, the intentional leak is unknown and tot.leak rather than pt. Leak is displayed in the patient data window. The customer states they will troubleshoot further and callback if further assistance is needed. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The issue was that on this particular vent the start test button will appear on the screen and disappear within a second or two. It does complete and pass the test once it's performed. Upon review of the record, the issue does not meet the reportability criteria and was reported in error.